Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that this act plus instrument had a faulty values issue. Found errors: 010, 012, 013 and 015 (no serious errors) in the log file, blood on ir detector, and the solenoid not latched. Issue was resolved by cleaning the unit, adjusted the solenoid, adjusted lift bar height to meet specification, performed cartridge test hr-nm twice, and results were ok. Cleared statistic log file (no serious errors), and performed the electric safety test, results ok. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this act plus instrument was displaying faulty values. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the lot number of the cartridge that was used was 226203411 and the lot number of the controls that was used was 228479334. Error code 10 was associated with the observed issue. The service technician noted that blood has been found on the ir-sensors. The service technician stated that when blood covers these sensors it will influence the test results and also result in error 10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.